Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve in an aortic bioprosthetic valve , positioning difficulties were noted. Post implant, an electrocardiogram (ECG) showed signs of ischemia and an echocardiogram confirmed a wall motion abnormality. A diagnostic catheter was placed, revealing a nearly occluded left main artery. Subsequently, a percutaneous coronary angioplasty with stent placement was performed, resulting in good flow to the left main artery. No other adverse patient effects were reported.